Manufacturer narrative:
This report is for an unknown tfna nail. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is company representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in united kingdom as follows: it was reported that on an unknown date, a tfna nail broke in an elderly patient. The event did not occur during a procedure. The nail was removed in surgery and revised with a bipolar hip. No further information is available. Concomitant devices reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity# 1). Unknown screw (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This report is for one (1) unknown tfna nail. This is report 1 of 1 for (B)(4).

Event description:
Concomitant devices: tfna helical blade (part: 04.038.390s, lot: h781841, quantity: 1), 5.0 locking screw 46mm (part: 04.005.536, lot: 3l35483, quantity: 1), tfna end cap (part: 04.038.005s, lot: 2l34487, quantity: 1). This report is for a 12mm/130 degree titanium (ti) cannulated tfna nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: monument manufacturing date: march 07, 2018, expiration date: march 01, 2028, part: 04.037.262s, 12mm/130 deg ti cann tfna 420mm/right- sterile, lot: h580434 (sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.4, wave spring, shim ended, bp55, lot: h529579. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.942.2, lock prong, 130 degree, tfna, bp55, lot: l643480. Purchased finished goods traveler met all inspection acceptance criteria. Part: 04.037.912.3, tfna lock drive, bp58, lot: h541463. Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part: 21127, timoagri16.00, bp80, lot: h363038. Certificate of analysis received from metalwerks was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: tfna fem nail ø12 r 130° l420 timo15 was received at us customer quality (cq) with the tfna nail broken. The fracture site is at the point where the helical blade is inserted. The nail shows signs of implantation and explantation. The complaint condition cannot be confirmed for adverse event. However, the complaint can be confirmed for broken since this was the received condition. Dimensional inspection: dimensional analysis was completed. The outer diameter of the nail body near the broken location measured within specification, based on drawing. Document/specification review: the following drawing(s) was reviewed; ti cannulated trochanteric fixation nail ¿ advanced, 130 deg ø 12mm ti cannulated trochanteric femoral nail-advanced, right no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint condition is confirmed as the tfna nail was received broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces (such as being dropped, struck off axis or damaged during sterile processing). No new malfunctions were observed during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant device reported as locking screw ( part# 04.005.542, lot# l931813 , quantity#1).